Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Programmed device with the current time and date and monitored for one day. No unexpected time gain or loss noted during monitoring period. The time and date function is performing properly. No unexpected pump error 2 or 4 or 19 or 23 or 28 alarms noted during testing. Device tested ok.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer reported that they were getting the same error again and again. Customer was able to clear and rewind the insulin pump. Customer reported that they did not able to change the time and date of insulin pump. The insulin pump will be returned for analysis.